Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID was not working. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section a patient identifier and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid device consistently reported ¿requiring maintenance¿ even after driver reinstallation, applying ka 000011828, reimaging the station, and swapping the hard drive and cables. Logs showed that the bioid scanner was not functional during fingerprint validation, and an active directory error (error code - 2222) occurred, which was secondary to the hardware issue. After multiple software-level fixes failed, the product support engineer confirmed the problem was hardware-related, likely due to a defective bioid sensor or cabling. The field service engineer replaced the faulty bioid hardware, installed the correct driver, and successfully tested login with the customer. The customer confirmed the resolution, and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a bd pyxis¿ medstation¿ es had a bio ID was not working.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.